Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 504 mg/dl. The customer and hospital staff both felt that the insulin pump was not delivering insulin, and requested a replacement. Advised the customer that the insulin pump would be replaced. Nothing further was reported.